Event description:
I began using a philips respironics dreamstation auto cpsp hum dom (serial number (B)(4), ref dsx500h11) in (B)(6) 2017. Within three months I began gaining a weight, which was the opposite of what I had hope for now that I was gaining more sleep. Within 9 months I began complaining to both my allergy clinic and CPAP doctors my breathing was becoming more labored and I was having an inordinate amount of non-stop nasal drainage. In 2018-2019 my eosinophils increased to extremely high levels and my allergy doctor diagnosed me with asthma. I had only had seasonal pollen allergies prior to using the CPAP. Although I've never been hospitalized, my allergy doctor has warned me on several visits I should have gone to the emergency room with my low levels of oxygen. Between 2018-2021 my lung health has worsened. I have been prescribed fasenra in 2019 and dupixent in 2020. I take zyrtec and montelukast daily, use a dulera inhaler daily and albuterol in my nebulizer. In (B)(6) 2019 I took allergy blood test for food allergies and although I only had mild and moderate, I refrain from any foods that cause any inflammation for me (dairy, egg whites and wheat are a few). While I did see a marked improvement of inflammation in my joints, my breathing remains labored. After a year of strict diet, my eosinophils levels came down slightly should be. In (B)(6) 2021 I had a calcium score test in which the report noted they has a partial scan of the lungs and there was 'atelectasis' noted. I have never had this noted in previous lungs scans. As I type this my lungs are compromised, I will be aiming to do four albuterol treatments today to get my oxygen levels up. I am a white female, (B)(6) years of age, do not smoke or drink alcohol. I weigh (B)(6). And am 5'0". I had an unexplained 32 lb. Weight gain within the first 4 months of using the CPAP. I eat a healthy organic balanced diet, rarely eating junk food since it commonly contains dairy, eggs or wheat. We use specific allergy free cleaning products and use organic allergy free bedding as suggested by the allergy clinic. I used to exercise daily, and although I am still active, aerobic activity is limited due to my lung capacity. I just keep my pace a bit slower. I have consistently used my CPAP from day one. I remember the first month of sleep as the best I ever had. That changed as time went on. I often wake up in the middle of the night coughing, sometimes accompanied by a headache. I wake up often and just assumed that was due to dreaming, but sometimes wondered if it was an allergic reaction to the device itself. I can provide medical records and bloods test results for this time period and before. FDA safety report ID # (B)(4).